Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the issue was identified during the procedure. No loss of cautery associated with the damaged cable was confirmed. The procedure was completed with the backup instrument. The damage did not result in a fragment falling inside of the patient¿s anatomy. Isi completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified damaged conductor wire insulation at the distal end. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage, no missing material and no exposed wires. Additionally, further inspection identified dried residue on the clamping pulley. This observation is unrelated to the conductor wire compromise.

Event description:
It was reported that the fenestrated bipolar forceps instrument was observed to have a damaged wire during inspection. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.